Event description:
It was reported that the patient presented to clinic with symptoms of pre-syncope. Upon interrogation the right atrial lead exhibited low impedance and noise. The lead was capped and replaced.

Manufacturer narrative:
Please retract this report 2017865-2013-04879. The same issue was reported as 2017865-2013-04646.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.